Event description:
Additional information received reported that there was a loss of therapeutic effect and the patient had no stimulation sensation. It was noted that there was no known accident or incident related to the complaint. The reporter stated that the system ¿wouldn¿t work¿ and the patient lost stimulation eight months prior to the report. It was reported that neither the patient programmer nor the recharger would communicate with the device, and a poor communication screen appeared. It was noted that the patient hadn¿t felt any stimulation since then. It was noted that the patient programmer batteries had been replaced. The reporter stated that prior to eight months ago, the patient recharged every day, so overdischarge was unlikely the original issue, however the device was probably overdischarged after eight months of not being charged. It was noted that the patient had the device implanted in 2010 and the device should still be working. It was reported that the device had not been checked or interrogated, ¿they just kept increasing the morphine¿ which the patient ¿didn¿t want.¿ it was further reported that the device worked for about a year and then it stopped. It was noted that the patient ¿couldn¿t control it¿ with either the patient programmer or recharger. It was reported that stimulation slowly stopped.

Event description:
It was reported that the patient's device was "not working properly and possibly misfiring." It was noted that the patient received his device about 2 years ago. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).